Manufacturer narrative:
Insulin pump received with blank display due to corrosion on electronics. Unable to verify counted numbers anomaly due to blank display. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 198 mg/dl. Battery cap had been replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.